Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in hospital with breathing difficultly due to fluid overload. Post sensed t-wave oversensing on the ventricular channel was observed. The device was reprogrammed and patient was released the following day.